Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported an indium study was done and no dye left the pump. There were no alarms occurring. The patient had a decreased effect of therapy. Hospitalization and a replacement were required as a result of the event. The patient was alive with no injury. Patient symptoms associated with this event included increased spasticity. The location of the symptom or issue was unknown. It was noted that during the replacement of the catheter, the old catheter did have cerebral spinal fluid (csf) flowing from the spinal segment. The pump was infusing baclofen (unknown). It was also noted that there was concern that the 40ml pump was hitting the patient¿s rib and causing pain. X-rays were taken and showed no change since the implant. The patient showed no signs of infection and had symptoms of intermittent high and low tone. Additional information received reported that the pump had never worked. The catheter had dislodged/migrated at the pump/catheter connection. The dye study was done 1 week after the implant. No catheter was left in the intrathecal space from the replacement. The patient had severe pain, total parenteral nutrition (tpn) was required, hospitalization, and erratic tone control. The patient had recovered without permanent impairment and was doing well. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Upon device return, analysis of the catheter ((B)(4)) found that the sutureless catheter had coring tears/cuts in the seal which met the leak criteria. Analysis also found damage to the catheter body and/or the guidewire during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion applies to the (B)(4) catheter.